Manufacturer narrative:
Patient information is unknown. This report is for an unknown pfna nail. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the pfna (proximal femoral nail antirotation) system was applied to femoral trochanteric fractures on (B)(6) 2018. During the surgery, the end cap could not be fixed on the nail. The surgery was completed successfully within a 30-minute delay. Patient outcome was stable. This report is for an unknown pfna nail. This is report 2 of 2 for (B)(4).